Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the air/water tube that had foreign objects is traced to component failure indicating expected or random component failure without any design or manufacturing issue. The cause of the scope connector cover unit being dirty could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an air/water tube that had foreign objects, and the scope connector cover unit was dirty. There was no patient involvement.